Manufacturer narrative:
Returned for evaluation was nevertouch direct fiber. A visual review of the fiber noted that the gold tip tube had detached from the fiber. The manufacturing engineerfor this product evaluated the return sample and confirmed the fiber was manufactured correctly as evidenced by proper crimp marks on the tube tip and adhesive present. The customer's reported complaint description of the gold tip detaching from the fiber is confirmed. It was reported that the gold tip came off after gsv portion of procedure and prior to performing an assu ablation. Evaluation of the return sample confirmed the fiber was manufactured correctly as evidenced by proper crimp marks on the tube tip and adhesive present. A definitive root cause cannot be determined at this time although a possible contributing factor could be due to mishandling of the fiber by the end user ,"the gold tip security was compromised when the fiber assembly was withdrawn from the tre-sheath after completion of the initial procedure, the withdrawal forced required to overcome the security of the fiber gold tip". A lot history records search for the nevertouch direct kit revealed no quality related issues or manufacturing deficiencies at the time of manufacture. During the manufacturing process, the disposable fiber device receives a 100% inspection and an aql inspection in which the quality of the fiber strip is inspected. Prior to packaging, all components are inspected for damage. The instructions for use, which is supplied to the end user with this catalog number contains the following statement "prior to and during use, avoid damaging the fiber by striking, stressing or excessive bending. Do not coil the fiber tighter than a radius of 60mm". A review of the angiodynamics complaint system noted no trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference complaint # (B)(4).

Manufacturer narrative:
The reported defective device has been returned to the manufacturer and an investigation into the root cause for event is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. (B)(4).

Event description:
The evlt ablation of the first vein was successfully completed. The laser fiber was withdrawn in order to treat the second vein. When the laser fober was withdrawn form the tre-sheath, the gold tip of the fiber detached. The device was set aside and a new of the same device was used to successfully complete the procedure. There was no harm or injury to the patient due to the event as the tip detached outside of the patient's body. The disposable device has been returned to the manufacturer for a device evaluation.